Event description:
The facility reported an infusion pump with a failure code 535. The event was reported to have occurred during customer use; with no pt involvement. According to the hosp rep, no pt injury or medical intervention has been reported. Although baxter attempted to obtain info, no additional contact info was available.